Event description:
It was reported that the patient¿s blood glucose (bg) levels increased to approximately 14 mmol/l (252 mg/dl) after wearing the pod on the back for approximately 37-48 hours, despite administering bolus doses. Upon pod removal, the cannula was observed to be bent, insulin leakage was noted, and the infusion site was observed to be bleeding. It was further reported that the patient had experienced other issues with multiple pods, and on some occasions a sudden decrease in bg levels was observed, raising suspicion of delayed bolus insulin delivery. However, it was not clarified whether the reported sudden decrease in bg levels was associated with this specific event. The patient applied a new pod to continue therapy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.